Event description:
On (B)(6) 2011, the lifescan representative contacted lifescan (B)(4) alleging that a one touch verio pro meter read inaccurately high compared to another meter. The reporter reported blood glucose results of "113 mg/dl" with a lifescan meter and "86 mg/dl" on another meter, performed within an unknown time frame of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The reporter did not allege any harm or injury because of the reported issue.